Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was chosen to implant with a 8f amplatzer talisman delivery sheath. During the procedure, the physician opened the device and the shape of right disc was like a hamburger. The physicians prepared device as recommended and they tried 3 times to implant but the shape was still not good. They didn't not unscrew the device, it was on delivery system all the time. The occlude was pulled into the sheath and removed from the patient. A decision was made to replace the device with a second 25-18mm amplatzer talisman pfo occluder. The replacement device was implanted in the patient with no adverse patient consequences. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, two photos were received from the field and the photos appeared to show the device deformity (hamburger shape). However, it could not be confirmed as there was no shape of hamburger deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 8f size delivery system was used. Based on the information reviewed, the cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.